Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity indications for use. It was reported that the patient¿s pump had been beeping intermittently, and the patient appeared more spastic. The healthcare provider (hcp) stated that they refilled the pump 21 days ago and the patient's mother started hearing the alarm after that but did not bring the patient in until today. No active alarm banner in the home screen and no active alarms in the logs were noted. The technical service (ts) recommended verifying if anything else in the patient home was alarming or beeping. The ts reviewed checking reservoir volume to confirm residual volume was as expected. The hcp inquired about dye study; the ts emailed procedure.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.